Event description:
The customer reported that the system was going down during procedures and displaying precharge voltage error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced, and filament and generator calibrations were performed. The system was then found to be operating as intended.